Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient reported that they experienced a cgm accuracy issue which occurred 6 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated he received a low alert on his dexcom receiver and he was sweating. No bg meter comparison value was taken. The patient self-treated with brown sugar and then went upstairs. Once upstairs, the patient passed out. He regained consciousness on his own and found himself lying on the floor. Emergency medical services (ems) was not called and the patient remained at home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient reported that they experienced a cgm accuracy issue which occurred 6 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated he received a low alert on his dexcom receiver and he was sweating. No bg meter comparison value was taken. The patient self-treated with brown sugar and then went upstairs. Once upstairs, the patient passed out. He regained consciousness on his own and found himself lying on the floor. The patient reported that he "broke a rib" during this event (likely from a fall due to him losing consciousness). Emergency medical services (ems) was not called and the patient remained at home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H6 codes: health effect-clinical code - correction. H10 corrected data.